Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported "flames and sparks" coming from back of device. After an unspecified length of time in use, the customer contact reported the patient noted "flames and sparks" coming from the back of the device. The device was unplugged and removed from clinical service. There were no reported adverse patient effects. No medical interventions were reported. Therapy was resumed using a replacement device. During a visual inspection at the user facility, it was noted that the ac power cord was charred where it connects to the back of the device. Though requested, no additional information was provided.